Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a leak was observed from the spike port tubing cap. The leak was also observed during functional testing and leak testing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked from the administration port. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.